Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept alarming no delivery for the past two days and half. Customer had changed the material and alarm reoccurs. Customer's blood glucose was 300 mg/dl for the past two days and the night prior it was 550 mg/dl. She treated with a manual injection and she was still having a difficult time lower her blood glucose level. Alarm occurs when she attempts to bolus or prime the device. Troubleshooting was performed and customer stated when she connects the tubing to the reservoir it looks crooked. She was advised to use a different reservoir and infusion set and she stated they connected correctly. Manual prime was performed and insulin did exit. Customer is returning the reservoir for analysis.